Event description:
It was reported via legal documentation that approximately 101 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, femoral loosening, joint effusion, and synovitis. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: concomitants: (B)(6) 02-012-35-5015 - logic tibia ps mod insrt sz 5 15mm. (B)(6) 02-010-01-0350 - logic femoral ps cem right sz 5. (B)(6) 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t. (B)(6) 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t. (B)(6) 200-02-41 - three peg patella 41mm. (B)(6) 200-02-41 - three peg patella 41mm. (B)(6) 02-012-35-5013 - logic tibia ps mod insrt sz 5 13mm. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case: related (B)(4). Related (B)(4). Original description summary: I would like to receive more information on the compensation being offered other than the time missed from work payments. I have double knee replacements scheduled on (B)(6) and I would like to make some decisions on all options available asap. Initial surgery: (B)(6)2014. Refer to (B)(4). Additional information; revision op report & legal short form via legal on (B)(6)2023. As reported via legal documentation the male patient had a bilateral knee replacement on (B)(6) 2014. Approximately 8 years and 5 months after the initial procedure the patient had a bilateral revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2022 diagnosis: failed bilateral knee arthroplasty secondary to aseptic femoral loosening and polyethylene wear. Femoral component was loose with cyst found posterior lateral. Patient was awakened and taken to recovery room in stable condition. (B)(6) 02-012-35-5015 - logic tibia ps mod insrt sz 5 15mm. Serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. Ebi initial surgery attached. Historical record & smartsolve searched for sn/patient name with no results. Update info received from legal (B)(6)2023. Additional information does not alter the reportability assessments or failure mode. New information does not need fu MDR at this time, wait for eng investigation results.